Event description:
Customer reported that during inspection the bvi 9600 was not giving accurate readings in aorta mode and was send in for calibration. There was no patient harm reported.

Manufacturer narrative:
Additional part used: bvi 9400/9600 probe catalog: 0570-0351. Sn: (B)(4). The customer also reported the bvi 9600 device is reading inaccurately in bladderscan mode as well and not displaying an ultrasound image on the screen of the console. Device evaluation summary: at the time of this report, the device has not been received for evaluation and the complaint cannot be confirmed. A supplemental report will be submitted if the device is returned for evaluation.